Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that it meshes unequally the skin. The event timing was during surgery. There was no harm and a 0-15 minute delay. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.

Event description:
There is no additional event information available.

Manufacturer narrative:
G2: foreign country - france. Review of the most recent repair record determined the device passed the test mesh during device evaluation; the cutter was damaged and the device was out of calibration. The cutter was replaced and the device was recalibrated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends